Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line of a homechoice cassette disconnected from the transfer set, and that there were air bubbles in the transfer set. This event occurred during drain one of six while the patient was connected. The renal therapy service agent advised the patient to end therapy and start over with new supplies. During follow-up, the patient stated they had verified the line had been fully primed prior to connecting. There had not been any damage to the supplies and the connections stated the connections seemed secure. The patient did not have their transfer set replaced following the reported event. There was no patient injury or medical intervention associated with this event. No additional information is available.